Event description:
The customer reported the system locked up or rebooted on its own. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem, but will monitor the incoming power to the system. The system operates as intended.